Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 174-175 mg/dl. Tandem technical support performed a system check and the pump was functioning as intended. Customer changed pump supplies and did not identify any issue with the cartridge or infusion set. Cause of the occlusions was unknown. Customer continued using the pump for insulin therapy.